Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for routine device check. The patient had complained of feeling dizzy. Upon interrogation, it was found that the right ventricular lead was not capturing. The device has been reprogrammed. The patient will be monitored normally.